Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely foreign material remained in the device since the reprocessing was not conducted completely due to occurrence of leakage from biopsy channel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): the instruction manual evis exera ii sif-q180 operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual evis exera ii sif-q180 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii small intestinal videoscope had a leak from the distal end and a blocked biopsy channel. There was no patient harm associated with the event. The device was evaluated, and it was found that there was a foreign object in the forceps passage channel and brush could not pass on insertion side. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to foreign object in the forceps passage channel and brush could not pass on insertion side; additional findings were as follows: plastic distal end cover had multiple dents; bending section cover glue had crack; light guide bundle was broken; control body was wet; scope connector charged coupled device wire was short in length, minor corrosion; angulation was low; and control knob movement had excessive play. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.